Manufacturer narrative:
A review of the manufacturing and inspection records for the provided lot was conducted. No deviations or non-conformances were found. After three notifications, there has been no samples returned for review. Additionally, there was no visual evidence provided to support the alleged complaint. Without such evidence, a thorough investigation could not be conducted to establish a definite root cause and an appropriate corrective action. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time. Argon's sustaining engineering team is aware of this complaint and is currently investigating the root cause.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
¿Leak¿. ¿at hub¿. ¿line had to be pulled¿. Duration: ¿<6hrs¿. Continuous infusions: ¿d10.2 at 5.5¿. Medications: ¿ampicillin, gentamicin, and caffeine¿. Notes: ¿rn noted fluid leaking underneath PICC dressing. Rn notified lip. PICC line dressing removed and PICC line further assessed by lip. Lip changed microtubing and leaking continued. PICC line removed due to leaking.¿